Event description:
Customer reported the hospitalization due to high blood glucose. The paramedics were called to transport customer to hospital. Customer is a brittle diabetic. Diagnosed diabetic ketoacidosis. The current blood glucose reading is 485 mg/dl. Customer treated with manual injection. Customer was nauseated, sick to stomach and wobbly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specfications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.